Event description:
Information received by medtronic indicated that the customer reported that the insulin pump indicated a stuck button. The insulin pump was not exposed to altitude. Customer did not press a button longer than 3 minutes. Customer stated that the down button worked intermittently. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer stuck button alarm was received by the customer. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer complained on 06-nov-2022 pump alarmed stuck button. Pump passed displacement test. Pump failed self test due to pump error 63 variable 3 during testing on pumps events date (14-nov-2022 at time 20:29:41.000) due to ambient light failure. Traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Intermittent response from up button. Unit successfully downloaded to thus. The p-cap/reservoir does lock properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 05-nov-2022 at time 19:41:16.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: serial number label stained, serial number label fading, scratched case, and pillowing keypad overlay. Confirmed intermittent response from up button due to moisture damage on the electronic stack. No stuck button error alarms noted during testing and verified pump alarmed stuck button on 05-nov-2022 at time 19:41:16.000 in pump downloaded history due to moisture damage on the electronic stack. Moisture damage found on pcba 1, pcba 2, force sensor, and motor. Pump error 63 variable 3 due to burnt trace at pin 6 on u1 confirmed during self test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.